Event description:
It was reported the patient presented for explant of a right atrial lead and a right ventricular lead due to malfunction. No adverse consequences to the patient were reported. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis found full breach insulation degradation at 4.5 cm, 4.7 cm, 4.9 cm, 5.1 cm, 5.4 cm, 6.2 cm, and 6.4 cm from the connector pin. All other damage was sustained during the surgical procedure.